Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio (device #1) may have caused or contributed to the reported event. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1).there is no allegation related to the non-bard/davol mesh. Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2009, patient underwent surgery for repair of an incisional hernia. As alleged, a non-bard/davol ethicon proceed, was implanted to repair the hernia defect. It is alleged by the patient's attorney that on or about (B)(6) 2010, patient underwent an additional surgery for exploration and removal of an abdominal wall fistulous tract and removal of a stitch. Locating the mesh was difficult because of the large amount of granulated tissue noted by the surgeon. It is also alleged by the patient's attorney that on or about (B)(6) 2009, patient again underwent an additional surgery for issues regarding the granulated tissue, draining sinus tracts, retained sutures and bowel adhesions. The surgeon was unable to identify the mesh at the time of surgery and noted possible migration. It is alleged by the patient's attorney that on or about (B)(6) 2011, patient underwent surgery to explore an infected sinus tract. It is alleged by the patient's attorney that on or about (B)(6) 2011, patient underwent surgery for repair of a recurrent ventral hernia. As alleged, a bard/davol ventrio (device #1) was implanted to repair the hernia defect. At this time, the surgeon removed the prior mesh, lysed extensive small bowel adhesions, repaired a small bowel enterotomy and repaired the recurrent ventral hernia. It is alleged, by the patient's attorney that on or about (B)(6) 2014, patient underwent a hysterectomy, during which the surgeon called another surgeon to assist with extensive enterolysis of small bowel from the mesh. It is alleged by the patient's attorney that on or about (B)(6) 2016, patient underwent surgery to remove ¿probable infected mesh¿ and repair a recurrent hernia. As alleged, the products implanted in patient failed to reasonably perform as intended. They caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the products were initially implanted to treat. As alleged, patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. As reported, patient have been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventrio.